Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms detected via the patient remote monitoring system. An in-office checked was done and an acceptable impedance value was noted. Sensing and threshold values were stable and no noise was elicited with isometric exercises. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.